Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high power consumption. The site also reported that the patient had elevated lactate dehydrogenase (ldh). It was also noted that the patient had a labile international normalized ratio (inr). The pump was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump was explanted due to suspected thrombus. There was concern for an embolic event due to laboratory abnormalities however computerized tomography (CT) scan of the patient revealed no thrombus. The explanted pump was also negative for thrombus. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting 27/aug/2018 to parameters above normal operating range and 19 high watt alarms logged since 27/aug/2018. Additionally, two low flow alarms were recorded since 15/aug/2018. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted and historical review of similar events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, a possible root cause of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.